Event description:
It was reported that easy blood return, clot. Customer change new one. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a bleed back is confirmed but the exact cause remains unknown. One 4 fr groshong nxt catheter returned attached to a statlock securement device. Blood residue was present within the tubing and in the section containing the valve slit. The catheter was flushed with water and a spraying leak was noted between the 36 and 37 cm depth marker. No fluid was observed to flow through the distal end of the catheter likely due to the dried blood residue. The valve slit length was measured and was found to be within manufacturing specification. Microscopic observation of the leak location revealed a longitudinal split. The split was slightly angled and contained a jagged step near the center of the split. The split edges appeared to be rough and granular. A slight, outward bulge in the catheter material was located along the split location. The characteristics of the damage appears to be consistent with damage caused by over-pressurization of the catheter leading to a burst. The presence of a kink or blood occlusion may have also been contributing factors; however, the exact factors during use are unknown. Since evidence of an occlusion and catheter damage were observed, the complaint is confirmed but the exact cause remains unknown at this time. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx0743 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported that easy blood return, clot. Customer change new one. No other information was provided.